Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing sets ruptured while in use with a power injector. On unspecified dates, the tubing sets were being used to deliver unspecified contrast mediums, at unspecified rates, via power injectors. After unspecified lengths of time, its was reported that the tubing sets ruptured at unspecified locations. No specific details were provided. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided, including if the tubing sets were replaced and the procedures were resumed.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.